Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "scratched impacting visibility", and that the touchscreen was unresponsive. Additionally, it was reported that the wake button had "to be pressed multiple times for it to work". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.